Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there was a big difference between the spo2 that was measured by m-lncs pdtx spo2 sensor and resposable r2-20a and r2-20r sensor on the same patient, at the same time. The high spo2 value was not compatible with the patient conditions. No known impact or consequence to patient.